Manufacturer narrative:
Of the 384 allegations of a malfunction, 207 pumps were returned to animas and investigated. Of the investigated pumps, 176 were found to be malfunctioning due to degradation of the oled. During investigation for unrelated complaints, there were 270 additional failures found.

Event description:
This report summarizes <noe> 384</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced that the display screen was dim and discolored. These reports were received from various sources. The patients associated with this allegation ranged from 4-87 years of age and between 0 and 440 pounds. Of the reported patients, 137 were male, 227 were female, and 2 were unknown.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 12 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
In quarter 4 of 2018, there were 60 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device analysis: in quarter 2 of 2019, there were 4 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.